Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device's display was cracked and no clinical info was able to be seen. Complainant did not indicate that there was any pt involvement in the reported malfunction.